Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('inflammatory disease of uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). At the time of the report, the uterine inflammation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine inflammation to be related to essure. The reporter commented: hysteroscopy on uterus done quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('inflammatory disease of uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). At the time of the report, the uterine inflammation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine inflammation to be related to essure. The reporter commented: hysteroscopy on uterus done. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-may-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.